Event description:
It was reported that the lead felt "wet at one time" and "damp" during implant. The customer reported that it might be "a weird glue but the edges are blackened in places." It was further reported that the "packaging insert was from a pacemaker and not the lead packaging." The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned and analyzed with no anomalies found. Visual analysis noted that no packaging was received with the lead at the time of analysis.